Event description:
It was reported the insulin pump could not upload information to carelink. Blood glucose reading was 4.2 mmol/l. Troubleshooting was performed and the insulin pump once again failed to upload to carelink. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to donwload unit to carelink due to serveral a47 alarms in the alarm history file. A47 alarms due to corrupted history file. Insulin pump received with cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)